Event description:
Device reported in a safe mode following radiation treatments. We were informed the dosages were higher than normal. Device taken out of the safe mode and reprogrammed. Patient has several more treatments to go and will be monitored. No adverse patient events noted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri, 29 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. The memory content of the ICD was analyzed. Thereby the root cause of the reported safety backup mode activation could not be determined. However, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields or the reported radiation treatment may have contributed to the clinical observation. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.